Event description:
It has been reported to philips that the motorized movements were unavailable. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon functional testing the fse found that luc1 and ext1 boards failed during self-test. The fse re-plugged luc1 and ext1 boards. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.